Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5 had failed to open. The field service engineer (fse) inspected and found no failed storage space icon at the station. The fse noticed that when the customer accessed drawer 5, the drawer had triple-clicked and failed immediately. The fse had inspected the back of the drawer and found that bearings were missing in the drawer rails, and the metal bracket was misaligned. So, the fse replaced the drawer rails, confirmed that the customer successfully recovered the failed storage space and verified drawer functionality without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 was failed to open. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.